Event description:
It was reported the patient presented with pacemaker induced cardiomyopathy (picm). The ventricular leadless pacemaker (lp) was deactivated and replaced with a transvenous implantable cardioverter defibrillator (ICD). The patient was in stable condition.